Event description:
It was reported that the ilet device exhibited intermittent wake button unresponsiveness, initially resolved by user technique but recurring and ultimately documented on video, after which a replacement was issued and the device was returned. Symptoms included no reported adverse health effects. Outcomes included continued insulin therapy with the existing cgm workflow until replacement and successful device replacement without interruption of care. Investigation included customer education, video review, and remote troubleshooting, followed by replacement device dispatch and return of the original unit for assessment. Investigation of this device was confirmed and revealed a suspected hardware malfunction involving the sleep/wake button, consistent with a device user interface control issue that impedes normal wake functionality. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the wake button mechanism.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".